Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of snare loop detached.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used to remove a polyp in the colon during a cold polypectomy procedure performed on (B)(6)2024. During the procedure and inside the patient, the wire got separated. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: (correction). Block h6: device codes has been changed due to the information received on may 20, 2024. Block h6 (device codes): imdrf device code a0401 captures the reportable event of wire break.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used to remove a polyp in the colon during a cold polypectomy procedure performed on (B)(6) 2024. During the procedure and inside the patient, the wire got separated. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.